Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous mid right coronary artery with an unknown degree of calcification. The 15 x 2.50mm quantum apex balloon ruptured at a pressure of 12atm. The physician completed the procedure with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).